Manufacturer narrative:
The field service representative (fsr) confirmed this complaint. The fsr sent cellphone video to the manufacturer for evaluation. The fsr obtained approval for time & material repair from customer, and replaced the small display assembly in the centrifugal pump/controller. The fsr verified operation post repair. The unit operated to manufacturer specifications and was returned to clinical use. The suspect display assembly was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there were intermittent horizontal lines/streaking on the entire centrifugal pump/controller display. Rebooting the pump/controller eliminates problem, but it resurfaced after about twenty minutes. The centrifugal pump/controller was still functional when problem occurred. Since the event occurred during preventative maintenance, there was no patient involvement.